Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor service code) was confirmed. As received, the monitor failed incoming testing and produced service code 203. Upon evaluation, the r3 resistor was out of spec on the defibrillator board. The cause of the inability to complete testing is the defective resistor. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 203 (pulse test fault).